Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. Customer than applied more force to fill the cartridge causing insulin to leak from cartridge septum. Customer's blood glucose level was 121 mg/dl. A cartridge change was performed resolving the issue.